Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/13/2021. H.6. Investigation: one 2420-0007 sample was received without packaging for investigation; the customer feedback indicates that sample is from lot 20056931. In addition one burette product, potentially a 82105eh was returned to assist the investigation. Fluid was present in the returned samples. A visual inspection of the 2420-0007 sample identified the silicone tubing had bulged near the upper pumping segment confirming the customer's experience. A review of the production records for lot 20056931 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect.

Event description:
It was reported that as lvp 20d 2ss cv pump alarm indicated blockage/occlusion, and opening the pump showed the tubing had expanded. The following information was provided by the initial reporter: "the pump alarmed as occluded. The pump was opened and the line had ballooned within the machine."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv pump alarm indicated blockage/occlusion, and opening the pump showed the tubing had expanded. The following information was provided by the initial reporter: "the pump alarmed as occluded. The pump was opened and the line had ballooned within the machine."